Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) certain® 4, 5, 6mm(d) implant driver tip - short (iipdts) was returned for investigation. Visual evaluation of the as returned product identified the driver engages, retains and disengage as intended to an in-house implant and in-house contra-angle. Slight wear, no malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product (iipdts) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iipdts) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information and functional testing, driver malfunction did not occur. The reported event (does not disengage/release) is non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that after completing the implantation of the implant, the driver got stuck both in the implant and in the contra angle. The driver was forcefully removed from both the implant and the contra angle. Implant remains implanted in mouth. Contra-angle works perfectly fine with other products